Event description:
It was reported that this lead was part of a system revision due to infection. This lead was explanted. No additional adverse patient effects were reported. Available information indicates a new system was not implanted at this time.